Event description:
A hospital reported to our distributor that a hole was found on the inspiratory tube of an rt127 infant breathing circuit. The diameter of the hole was approximately 1 mm and this event occurred after 1 week of use. It was also reported that the leaking alarm did not work. We have interpreted this as the ventilator alarm did not sound. Air pressure was operating as expected during use. No pt consequence was reported.

Manufacturer narrative:
This malfunction was reported to fisher and paykel health care by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually examined for holes. Results: there was a very small hole the size of a pin and also signs of damage in the area, consistent with crushing or pinching of the tube. Conclusion: as the tube had been in use for a week, this suggests the tube was impacted by surrounding equipment.